Event description:
It was reported that the patient was mildly symptomatic during sensing test. It was noted that the right ventricular (rv) lead switched to unipolar polarity, had noise, and showed a high number short v-v intervals. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).